Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
It was reported that during the implant procedure, the catheter was believed to be inadvertently cut. Surgical intervention was taken to replace the catheter.